Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. It was unknown or not disclosed whether the malfunction caused the blood glucose level to exceed 500 mg/dl.